Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. Caller stated that two infusion sets were bent when removed from body. The customer stated that they disconnected from the insulin pump. The customer sent the sensors back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)